Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 4 photos submitted for evaluation. The reported issues of adapter / connector defective / damaged and leakage were confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the fitting component is found detached from the extension tubing and white stains were in the same fitting. Bd determined that the cause of the failure was associated to our manufacturing process. The white stains are caused by excess solvent when inserting the fitting in the tube during assembly. As a result, leakage can occur during use of the device. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced separation. The following information was provided by the initial reporter: the connector head has come apart from the tubing.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced separation. The following information was provided by the initial reporter: the connector head has come apart from the tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.